Event description:
It was reported clinician stated that a few weeks ago she experienced an issue with a syringe module. The volume for the potassium infusion was set for 20 mls and when the device alarmed volume complete, there was still 5 mls of potassium left in the syringe. She did send the device to biomed for repair. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician stated that a few weeks ago she experienced an issue with a syringe module. The volume for the potassium infusion was set for 20 mls and when the device alarmed volume complete, there was still 5 mls of potassium left in the syringe. She did send the device to biomed for repair. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause: the root cause for the reported issue of under infusion (potassium) was not determined because no products or device logs were returned.